Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was returned in used condition. A review of the event history log was unable to be completed as the device would not power on. A visual inspection also found a degraded dso sensor. The fluid ingression on the main board was found to be the cause of the customer reported issue. The main board was replaced as well as the dso sensor. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device is a wet pump and not turning on. There was unknown patient involvement and unknown patient harm.